Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of less than 30 mg/dl at the time of the incident. The customer was at 78 mg/dl at the time of admission, and 465 mg/dl on the day of the call. The customer was given food and juice to treat. The customer experienced symptoms such as loss of consciousness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer declined. The customer reported a high of 465 mg/dl on the day of the call, as they were off pump therapy. The customer reported transmitter charger battery issues, change sensor alarms, and blood at site after sensor insertion. The insulin pump will not be returned for analysis.